Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the inspiratory limb of an rt319 adult breathing circuit was damaged after four days of use. No patient consequece was reported.

Manufacturer narrative:
(B)(4). The rt319 adult breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt319 adult breathing circuit was returned to fisher & paykel healthcare where it was visually inspected. Results: visual inspection revealed damage in the form of clamp marks on the inspiratory limb near the distal connector. A lot check revealed no other complaints of this nature for lot 140709. Conclusion: we are unable to determine what may have caused the damage observed on the returned breathing circuit. The hospital reported that the circuit was damaged after four days of use. This suggests that the subject breathing circuit was damaged after it was released for distribution. The user instructions accompanied by the rt319 adult breathing circuit state: -"do not crush tube." -"before connecting to patient, ensure that flow and pressure testing applicable to the ventilator has been completed." -"set appropriate ventilator alarms."